Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous arteriovenous fistula in the left front arm. The physician advanced the 5.0x40 /40 sterling otw balloon to the lesion and on the first inflation, inflated the balloon to 12atms and the balloon ruptured. There were no patient complications. The device was removed without any problems. The procedure was successfully completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
(B)(6). Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).